Event description:
Territory business manager states that the left anti tippers are broken at the weld were the anti tippers connect to the receiver. Item description: anti tipper assembly black large and bracket lower crossbrace receiver black.